Manufacturer narrative:
A visual and microscopic exam found that there was stent damage on the proximal end. Struts on stent row 1 from the proximal edge were raised. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the entire length of the lumen. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting treatment procedure, crossing difficulties occurred. The 90% stenosed de novo and eccentric lesion being treated was located in the severely calcified and mildly tortuous left anterior descending (lad). The lesion was 2.25x18mm and had a significant bend of >45 but <90 degrees. The lesion was predilated with a 2.50x20mm maverick balloon and the lesion was 60% stenosed post dilation. The 2.25x20mm taxus liberte stent delivery system (sds) was advanced to but would not cross the lesion after five attempts. The physician did not complete the case. The physician was to set up a rotational artherectomy procedure. There were no pt complications and the pt condition was listed as "stable". However, the returned product analysis revealed stent damage.